Event description:
The customer reported that she put in a dual wave bolus because she has gastroparesis. Customer stated that the pump did not record the pre-lunch bolus. Customer's doctor asked by she deliver a correction bolus at 3 am the night before. Customer's blood glucose was 150 mg/dl before that. Customer had a low event because she thought she was fine based on her sensor and how she was treating herself. Customer's sensor was reading at 90 mg/dl. Customer treated with food but passed out within 5 minutes. Customer's blood glucose was 25 mg/dl and was in a vehicular accident. Customer was the driver but was not admitted. Once the customer was stable, she was released. Customer stated that the doctor thinks she might have a lot of stored insulin and it may be due to her kidney transplant. Someone had called 911 because she was driving erratically and the fire truck pulled in front of her to stop her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-20836.